Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered vaginal and pelvic pain and pressure as well as severe, radiating pain down legs from nerve damage. Plaintiff claims to have suffered chronic abdominal pain, recurrent urinary incontinence and numbing sensation throughout her abdomen. Excruciating pain during intercourse, erosion requiring additional surgery. In addition to plaintiff's physical pain and discomfort, plaintiff suffers psychologically and emotionally.